Event description:
Dr alleges pt had bilateral removal due to possible rupture. Dr states both implants appeared intact when removal; however, the left implant ruptured out of the pt when gentle pressure was exerted to check for ruptures or leaks. Devices were returned to co for eval. During eval both devices were noted to exhibit loss of shell integrity associated with creases; therefore, co is unable to determine if there was loss of shell integrity prior to their removal.